Manufacturer narrative:
The returned valve was patent. However it did not meet the requirements for reflux, pressure-flow and preimplantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2012. According to the report, the device was found to be occluded. It was reported the device was explanted on (B)(6) 2015 and replaced with another device. Reportedly, there was no injury to the patient.